Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The patient had been using the transmitter for 3 weeks. He was using a tandem insulin pump (closed loop) and his phone as display devices. He started to feel bad and his symptoms increased over the subsequent 5 days. No blood glucose (bg) or cgm values, alarms or alerts were reported for that period. By (B)(6) 2023, his symptoms included dizziness, lightheadedness, weakness, and bad stomach cramps. At 8:30 am he went to urgent care where a bg finger stick was over 600 mg/dl and he was treated with insulin (10 units) and IV fluids. No cgm alarms were reported for that time. He was transported to the emergency room (ER) via ambulance. Treatment included insulin and IV fluids. His bg level stabilized by 4:30 pm and he was discharged home and was feeling better. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.